Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that an asymptomatic, device-dependent patient presented in the operating room for an elective implantable cardioverter change due to the lithium deposit advisory. Pre-operative fluoroscopy confirmed externalized conductors on the right ventricular lead. No electrical anomalies were noted on the lead. The device replacement was rescheduled to manage the externalization. On (B)(6) 2018, the device and right ventricular lead were explanted and replaced. The patient was stable before, during, and after the procedure.